Event description:
After one puncture, user detected the needle cannot be retracted into sheath, then retracted device into endoscope working channel with needle out of sheath, then user retracted the endoscope from patient and found out the endoscope leaking. User changed to another endoscope and needle to continue the procedure. 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. 5. If the device is a procore needle, is the device damage located at the notch / core trap? No. If no, please specify where the damage is located: 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Stomach. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 7. Please describe the size of the intended target site. 3cm*3.5cm. 8. If not with the device in question, how was the procedure performed and/or finished? With another endoscope and needle to continue the procedure. 9. Was the device used in a tortuous position? No. 10. Are images of the device or procedure available? No. 11. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Olympus 290 ultrasound gastroscopy. 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle retraction. 17. Was difficulty experienced while retracting the needle? Yes. 18. Was the syringe used during the procedure, after the stylet was removed? No. 19. Was the needle able to be fully retracted before removing from the patient? No. 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 22. Was needle penetration of the targeted site difficult? No. 23. Was the stylet partially removed prior to advancement of needle? No. 24. How many biopsies/passes were obtained with use of this needle? 1. 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? No. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No. 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Not answered.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on (B)(6) 2025 as the complaint no longer meets the description of a reportable incident (needle kinks distally). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Device evaluation 1 unit of lot c2232219 of echo-hd-19-c was returned for evaluation opened in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2025. Refer to the product return object (B)(4) examination of returned device field for lab attendance and lab evaluation notes. On evaluation of the devices the following observations were made: visual inspection: device returned with needle and sheath broken approximately 70 cms below mlla (B)(4) severe kink observed below sheath extender. Device returned with stylet inserted into the broken off section of sheath and needle distal end of the needle examined and no issue observed. Needle removed from the device and needle break observed below the sheath extender functional inspection: sheath extender able to retract fully but unable to pass kink below sheath extender. Attempted to advance needle handle but unable to. Reported failure was observed. Manufacturing records prior to distribution, all echo-hd-19-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-19-c of lot number c2232219 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, (B)(4) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (B)(4). Image review an image was not returned for evaluation. Root cause analysis a definitive root cause for the customer complaint could not be determined. However, a possible root cause may be attributed to the distal needle kink (approximately 70 cm below the mlla) which might have occurred during insertion or advancement through the scope during the first puncture. The distal kink likely contributed to retraction issues which caused the sheath damage and the endoscope damage. Once the device was removed from the scope the distal portion broke off. Additionally, the distal kink and break may have generated added strain at the proximal end of the needle, potentially contributing to the severe kink observed below the sheath extender at the proximal end. Confirmation of complaint: complaint is confirmed based on functional and visual inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary according to the customer, needle cannot be retracted into sheath. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause for the customer complaint could not be determined. However, a possible root cause may be attributed to the distal needle kink (approximately 70 cm below the mlla) which might have occurred during insertion or advancement through the scope during the first puncture. The distal kink likely contributed to retraction issues which caused the sheath damage and the endoscope damage. Once the device was removed from the scope the distal portion broke off. Additionally, the distal kink and break may have generated added strain at the proximal end of the needle, potentially contributing to the severe kink observed below the sheath extender at the proximal end.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on (B)(6) 2025 as the complaint no longer meets the description of a reportable incident (needle kinks distally). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.